Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 03/28/2025, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the skin. Date of event is an approximation. On 12/28/2024, it was reported that the patient experienced a skin infection at the wearable site which occurred on an unspecified number of days after the sensor had been inserted in an unknown location. It was unspecified if the infection occurred at the needle puncture or under the sensor patch. The patient treated the reaction with a prescription antibiotic medication (sulfamethoxazole, unspecified dosage). The patient reported the event using a web-self-service form and did not respond to repeated attempts to obtain clarification of the antibiotic medication information that was used for treatment. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). MFR # 3004753838-2025-091097 (MDR-01491743) was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.